Event description:
It was reported that during an esophagus resection procedure, the activation min knob had no function. Another instrument was used to complete the procedure. There was no adverse pt consequence.